Manufacturer narrative:
Investigation summary: three plastic bags, containing 1ml s/t lubed barrels, were received, reported to be from batch #0314082 (p/n 304050). The samples were visually evaluated. All samples were observed to have varying degrees of silicone presence on the outside of the barrels, including the walls and the top of the flanges. This made the barrels feel slippery while handling. All barrels were observed to have silicone droplets in the fluid path. The droplets varied in size and in quantity¿with some barrels having one large droplet and few small ones with no silicone pooling to some barrels having two droplets and additional silicone pooling near the bottom of the barrel. The samples had dry stopper test performed to assess silicone quantity present in the barrels. Test results: bag 1 ¿large or runny drop¿ 15 pieces: one drop observed in fluid path of all syringes. Multiple tiny droplets also observed. Slight pooling of silicone when plunger/stopper bottomed out. Silicone remained on the edge of the ¿roof¿ of the barrels. Bag 2 ¿two or more drops¿ 11 pieces: one or two drops were observed in fluid path of all syringes. Multiple tiny droplets also observed. Slight pooling of silicone when plunger/stopper bottomed out. Silicone remained on the edge of the ¿roof¿ of the barrels. Bag 3 ¿silicon @ luer, 2 or more drops¿ 20 pieces: one or two drops were observed in fluid path of all syringes. Multiple tiny droplets also observed. In addition, silicone pooling was also seen at the bottom of all the barrels. Pooling of silicone when plunger/stopper bottomed out, there was more pooling than with other samples. Silicone came up to the edge of the tip¿s opening where it contacted the stopper. The amount of silicone observed in most of the samples exceeded that outlined in product specification. Potential root cause for the excess silicone defect is associated with the assembly process. Lack of temperature control on silicone heating system. The heater for silicone tubing can overheat with no automatic control in place to stop the process. Inadequate scales for weighing siliconized barrels. Scales used to weigh silicone quantity were found to perform inadequately for the task. Deterioration of the physical scale setup, as well as the current location of the scales, contributed to this inadequacy. Unshielded silicone activation sensor. The sensor to detect if barrel is present in the dial and to activate silicone gun lacks adequate protection. Foreign matter, such as silicone spray and plastic dust, can obstruct the sensor over time and lead to improper silicone gun activation. Unsecure main assembly dial. The main dial was not securely keyed in place. This made it prone to timing issues and barrel misalignment with silicone gun. The following corrective actions were or will be taken: corrective and preventive action initiation determination was conducted and exception was opened to address root cause and corrective actions identified in this investigation. Prevention: feasibility-the assembly process will be evaluated for upgrade possibility to include temperature control for the silicone tubing heater. Due date: 12/12/2021 scale setup upgrade: due date: 12/12/2021 one of two scales will be replaced with a higher quality scale for use in process. Both scales will have anti-vibration padding replaced. Both scales will be relocated to more stable, less vibration-prone, locations on the manufacturing floor. Silicone activation sensor (barrel proximity) will have a customer shield fabricated and installed. Due date: 11/12/2021 the main assembly dial had its phasing hub upgraded. The new hub uses keyed setup to secure the main dial in place, which results in much less likelihood to lose its timing. Completed july/2021 a device history record review was completed for provided lot number 0314082. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had foreign matter and the needle was clogged. The following information was provided by the initial reporter: it was reported that the silicone in the barrel is causing two problems, at field inability of the user to draw a sample because the venting media it clogged with silicon, and during manufacture silicon make its way to the luer tip outer surface and cause the needle to fail retaining force.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had foreign matter and the needle was clogged. The following information was provided by the initial reporter: it was reported that the silicone in the barrel is causing two problems, at field inability of the user to draw a sample because the venting media it clogged with silicon, and during manufacture silicon make its way to the luer tip outer surface and cause the needle to fail retaining force.